Manufacturer narrative:
No information is available; the customer has declined to provide this information. Investigation findings: it was reported that on (B)(6) 2019, at 03:00am a patient in the emergency department bed a-2 went into an alarm condition for which the dash monitor failed to alarm and the patient expired. There was no central monitoring for this patient as the clinical staff had connected the network cable to the 'aux' port on the back of the dash monitor. Testing of the device by the customer's biomedical engineer and again by ge healthcare (gehc) service personnel identified there was no audible function of the dash monitor. Log files from the dash and central station were collected and reviewed by gehc engineering in which it was confirmed the dash monitor was not communicating with the central station prior to 14:55 on march 29th. Dash 5000 logs do not contain information related to patient alarms or audio function of the monitor. It is concluded that no alarms were sounded at the central station because the dash monitor was not connected to the network at the time of the event which is consistent with the observations noted at the customer site. A "no comm" message in red text would have been displayed at the central station in the patient window for bed a-2. The dash was further returned to gehc repair facility for additional testing in which a clicking sound was confirmed rather than an audible alarm tone. The loss of audio function of the dash monitor is related to a hardware component wear out of the 2kx8 eeprom located on the dash main cpu board. The dash 5000 monitor involved in this incident was manufactured in 2007.

Manufacturer narrative:
Legal manufacturer: (B)(4). Patient information is not currently available. Ge healthcare's investigation of this issue is on-going at this time. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was alleged that a patient expired while being monitored on the dash 5000 and no audible alarms were provided.